Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging the device is smoking, the filters are dirty, and particles in the device and airway. No humidifier, peripherals or accessories were returned with the device. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Product investigation laboratory was able to confirm the presence for degraded sound abatement foam residue in the blower box. Evidence of sound abatement foam degradation/breakdown was observed. Pil is unable to confirm the complaint that the device was smoking, or that the filters were dirty. Pil was able to confirm the complaint of particles in the airway and device the manufacturer concludes there was evidence of sound abatement foam degradation in the device and was able to confirm the customer's complaint. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.